Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms and the report of an lvad fault, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted controller event log file captured one transient lvad internal fault alarm on 11jun2019 at 02:44:58 pm, associated with a reference voltage lvad fault. This alarm lasted approximately 3 seconds, and no further lvad internal faults were observed throughout the remainder of the submitted data. In addition, calculated flow typically ranged between 3.0 and 6.2 lpm; however, one transient low flow hazard alarm was observed on 12jun2019 at 03:15:29 pm, associated with the calculated flow decreasing to values as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. This alarm lasted approximately 6 seconds in duration, and calculated pi appeared to increase up to 10.8 at the time of this event. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account communicated that there was no further information about the lvad fault. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate 3 lvas IFU section 7 entitled alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had an lvad fault in the device event log. The healthcare providers did not know what it meant and sent the log files for review. During the analysis of the log files there was an observed lvad internal fault on (B)(6) 2019 at 15:44:58, the fault cleared immediately and had not returned. There was no determined cause of the lvad fault.